Event description:
It was reported the patient is experiencing ineffective stimulation coverage from her scs system. Surgical intervention may take place at a later date to address the issue. The patient has two model 3186 leads from the same lot implanted as part of her scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on 07/22/2015 at which time the patient's physician attempted to move both of the leads but was unable to without needle entry. During attempted placement of the second lead a cerebrospinal fluid leak occurred (reference MFR. Report # 1627487-2015-03358). As a result, the procedure was completed without placing the 2nd lead. The patient now has one implanted scs lead remaining. Post-operative programming was reportedly able to provide effective stimulation.